Event description:
I t was reported that the patient's abdomen was again very reddened and overheated, and that she had received oral antibiotics and an antibiotic ointment from the physician. At the home visit, only a very slight redness was visible. She also reports frequent pain at the infusion site.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.